Manufacturer narrative:
Fsca number: (B)(4).

Event description:
During the af procedure, other catheters were able to be visualized. When connecting the ablation catheter to the tactisys, an error message was displayed, ¿contact force catheter is for single use only¿. There was a red flashing light on the tactisys and it could not be zeroed. The catheter and tactisys were replaced with no resolution. The case was restarted with no resolution. The case was completed without the use of contact force, there were no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, this batch is associated with a potential recognition issue and loss of functionality.